Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a ponce MFR number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a ponce MFR number.

Manufacturer narrative:
(B)(4). Concomitant medical products: 90597005010 64362109 articular surface regular constraint this product replaces 00-5970 series articular surfaces size blue/c-h 10 mm height unknown femoral component. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04502.

Event description:
It was reported that during knee surgery, the inlay could not be assembled with the tibial tray. The surgery was completed with a second device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.